Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden loss of hearing sensation with the device on his right side. Re-implantation is being considered.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is conisdered but no date has been scheduled yet. This is a final report.

Event description:
The user reported a sudden loss of hearing sensation with the device on his right side. The user has been re-implanted.